Event description:
It was reported that the customer's down button on her insulin pump was not working. The customer was trying to turn the backlight on when the issue occurred. The customer also noted that she was unable to select a number under 90. The customer's blood glucose was 80 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm noted on the insulin pump. Unit had intermittent button response due to moisture damage keypad trace. Unit had minor scratched display window, cracked case near display window corners, battery tube threads cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.